Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, foreign body granulomas on the back of both hands (injection site granuloma), was deemed to meet the serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: elsner, peter & peckruhn, m.. (2020). Multiple knoten am handrücken infolge einer kosmetischen behandlung mit hyaluronsäure. Aktuelle dermatologie. 46. 10.1055/a-1081-5804.

Event description:
This literature report from (B)(6) concerns a (B)(6) year-old female patient who experienced foreign body granulomas on the back of both[?][?]hands after treatment with hyaluronic acid, into the back of both hands (off label use of device), for cosmetic treatment to reduce wrinkles on an unknown date. The patient had never previously been injected with hyaluronic acid. On an unknown date, a few days after injection patient experienced swelling which persisted for 5 days with a distinct feeling of heat and tension on injection site. Due to corrective treatment of cooling and application of an ointment the swelling subsided completely in the following days. Due to corrective treatment of cooling and application of an ointment the swelling subsided completely in the following days. On an unknown date, three months after injection patient had several long-lasting nodules on the back of both hands which represented a considerable cosmetic impairment for her. Corrective treatment included regular injection over a period of several months without any reduction. A commissioned dermatological expert found partly clearly visible, partly only palpable dermal nodules on the backs of the hands, which had a diameter of approx. 3-10mm. About 15 nodules could be felt on the right hand and about 7 nodules on the left hand. A sample biopsy for the fine-tissue diagnosis of the nodules was not requested by the patient. The expert diagnosed the formation of granulomas (not histologically confirmed) after injection of a filler containing hyaluronic acid on the back of both hands. The patient had filed a lawsuit against the cosmetic surgeon in the responsible civil court for incorrect cosmetic treatment. A possible surgical removal of the nodules is associated with pain, inability to work and possibly persistent disfigurement due to scarring that cannot be ruled out. At the time of this report, the outcome of the events swelling with a distinct feeling of heat and tension was reported as resolved and for the remaining event as not reported.